Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 48 mg/dl. They treated by eating yogurt. The customer reported that they tried to turn on replacement insulin pump by inserting a new battery but it did not turn on. The customer placed the battery cap correctly and the insulin pump turned on. The customer declined low blood glucose level troubleshooting. The insulin pump will not be returned for analysis.